Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp) had an issue with monitor screen. It is unknown under which circumstances this event occurred. There was no patient involvement.

Manufacturer narrative:
(Model #, catalog #, and UDI #), g1(contact person ¿ mfg site.

Manufacturer narrative:
It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "monitor screen". A getinge field service engineer (fse) had evaluated the unit and didn't able to find any issues regarding it. But the machine still needs a "d146-00-0039" - battery, sealed lead acid,12v , "d997-00-0985-01" - assy,safety disk,english safety disk and batteries due to expiration. So the fse had replaced these parts. Machine passes calibration and safety tests. Returned to the customer for clinical use. There was no involvement of the patient.